Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of four reports (3007042319-2015-04147, 3007042319-2015-04148, 3007042319-2015-04149 and 3007042319-2015-04150) submitted for devices related to the same event.

Event description:
It was reported by the medical personnel on inspection, loose power port #2 on the controller 096717 and multiple disconnect alarms on controller 097163. The patient had critical battery alarms on the 2 batteries, (B)(4). The log files were sent in. Controllers and batteries were taken out of service.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from FDA via medwatches (mw5058451 and mw5058354): it was reported that the vad parameter were all within normal limits and patient was stable without any complaints. It was reported that the batteries had recent "toggling", and were identified on recent log file downloads.

Manufacturer narrative:
This is one of four reports (3007042319-2015-04147, 3007042319-2015-04148, 3007042319-2015-04149 and 3007042319-2015-04150) submitted for devices related to the same event.

Manufacturer narrative:
Battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. It should be noted that the batteries suspected of critical battery alarms ((B)(4) and (B)(4)) and mentioned in this complaint, were not involved in such events. According to the controller con097163's data logs, there were multiple premature battery switches taking place, which could be related to communication failure or could have been caused by the user. Said premature switches involved the following batteries: (B)(4) were not involved in any of the critical battery alarms the most likely root cause of the reported event (power disconnect and critical battery alarms) can be attributed to a communication error between the controller and the batteries. This is three of four reports (3007042319-2015-04147, 3007042319-2015-04148, 3007042319-2015-04149, and 3007042319-2015-04150) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.